Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 33-year-old female patient who had essure (batch no. 899298-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included carpal tunnel syndrome. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), nausea ("nausea,"), vaginal discharge ("vaginal discharge"), constipation ("gastrointestinal or digestive system condition type: constipation,") and fatigue ("fatigue"), 6 days after insertion of essure. On (B)(6) 2019, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: cysts on left ovary"). On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), abdominal pain ("abdominal pain"), headache ("headache") and vaginal odour ("vaginal odor") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, cystitis, urinary tract infection, vaginal infection, vaginal discharge, constipation, uterine leiomyoma, ovarian cyst, fatigue and abdominal pain outcome was unknown and the genital haemorrhage, nausea, headache and vaginal odour had resolved. The reporter considered abdominal pain, constipation, cystitis, fatigue, genital haemorrhage, headache, nausea, ovarian cyst, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal infection and vaginal odour to be related to essure. The reporter commented: the essure devices were deployed without complication in each of the fallopian tubes, 4 to 5 trailing coils were noted on each side. Lot number reported is ( 899298) is not valid. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 33-year-old female patient who had essure (batch no. 899298-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included dysfunctional uterine bleeding. Concurrent conditions included carpal tunnel syndrome. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), nausea ("nausea,"), vaginal discharge ("vaginal discharge"), constipation ("gastrointestinal or digestive system condition type: constipation,") and fatigue ("fatigue"), 6 days after insertion of essure. (B)(6) 2019, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: cysts on left ovary"). On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), abdominal pain ("abdominal pain"), headache ("headache") and vaginal odour ("vaginal odor") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, cystitis, urinary tract infection, vaginal infection, vaginal discharge, constipation, uterine leiomyoma, ovarian cyst, fatigue and abdominal pain outcome was unknown and the genital haemorrhage, nausea, headache and vaginal odour had resolved. The reporter considered abdominal pain, constipation, cystitis, fatigue, genital haemorrhage, headache, nausea, ovarian cyst, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal infection and vaginal odour to be related to essure. The reporter commented: the essure devices were deployed without complication in each of the fallopian tubes, 4 to 5 trailing coils were noted on each side. Lot number reported is ( 899298) is not valid . Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received- new reporter, medical history, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a (B)(6) year old female patient who had essure (batch no. 899298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included carpal tunnel syndrome. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), nausea ("nausea,"), vaginal discharge ("vaginal discharge"), constipation ("gastrointestinal or digestive system condition type: constipation,") and fatigue ("fatigue"), 6 days after insertion of essure. On (B)(6) 2019, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: cysts on left ovary"). On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), abdominal pain ("abdominal pain"), headache ("headache") and vaginal odour ("vaginal odor") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, cystitis, urinary tract infection, vaginal infection, vaginal discharge, constipation, uterine leiomyoma, ovarian cyst, fatigue and abdominal pain outcome was unknown and the genital haemorrhage, nausea, headache and vaginal odour had resolved. The reporter considered abdominal pain, constipation, cystitis, fatigue, genital haemorrhage, headache, nausea, ovarian cyst, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal infection and vaginal odour to be related to essure. The reporter commented: the essure devices were deployed without complication in each of the fallopian tubes, 4 to 5 trailing coils were noted on each side. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received. Lot number added. And new events added : abnormal bleeding (general),infection (bladder/ urinary tract/vaginal) type:, nausea, pain, vaginal discharge, gastrointestinal or digestive system condition type: constipation, other injury(ies) or complication (s) please describe: fibroids and cysts on left ovary, headache, fatigue, vaginal odor, abdominal pain, plaintiff did not undergo confirmation test were added. New reporters, plaintiffs information and concomitant condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.